Event description:
It was reported that patient has some stiffness and soreness with weather changes and pain at scar site.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risk associated with these devices. The reported event is considered to be under the scope of this recall.